Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred during the load process which resulted to pump shutting off. Customer's blood glucose level was 196 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.